Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and developed metabolic acidosis requiring an unspecified treatment. Post-procedure, the patient was extubated and deemed non-responsive. The patient developed metabolic acidosis. The patient was re-intubated and did receive an unspecified treatment. The patient was transferred to intensive care unit for observation purposes. The patient returned to baseline status and it¿s reported to be in stable condition. A computed tomography CT brain with contrast was performed and reported as negative. The caller stated that neuro will be taking over the case for more diagnostics. There¿s no information regarding physician causality opinion. Multiple attempts have been made to gain clarification on this event; however no further information it's available.